Event description:
It was reported that the patient was in the ICU for an unknown reason but was experiencing a heart rhythm of 30 beats per minute but was asymptomatic. No magnet response was noted when it was attempted to locate the pulse generator with the programmer. The device exhibited a loss of telemetry and output. The device was explanted and replaced at a later unknown date. No patient complications or symptoms were reported.